Event description:
A customer reported experiencing occlusion alarms in their pump, with a history of ongoing issues. The customer's blood glucose level was displayed as "high" on their pump. To address the high blood glucose levels, the customer administered a correction bolus via the pump and occasionally used a manual injection. The customer resolved the issue by clearing the occlusion alarm and resuming insulin delivery, without requiring third-party assistance.